Manufacturer narrative:
The returned teligen implantable device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was never recorded. The battery voltage still supported full device function while implanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population. (B)(4).

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) had one and a half year remaining a couple of months ago and currently reached elective replacement indicator (eri). Device diagnostic data showed that this device had found no low voltage fault was declared but this device was depleting in a manner consistent with the low voltage capacitor advisory. There are no other suspicious faults or resets stored within device memory and also the device hardware is not detecting the loss of battery energy. From the historical daily battery voltage measurement data, the daily device power fluctuations appeared steady. Additional information received indicates this device was explanted as it reportedly recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No additional adverse patient effects. The product was returned for analysis and it was found that while implanted the device did not record a battery_system_fault - low_voltage (fault code 1003). No other suspicious faults or resets were noted. The premature battery depletion allegation was confirmed, but the device still supported full device function while implanted.